Event description:
When a neonate's IV tubing was taken down to access port, it was noted the 4" microbore bifurcated extension set was missing luer lock piece. After discussion with staff, it was discovered this has happened several times in the last few months. Some of them have cracked luer lock rings and others the luer lock ring has completely come off (but it might have initially been cracked and then fell off?). The lines are changed every 96 hours per policy, so the catheter is relatively new each time. The impact to patient is unknown at this point. The infant was not getting the intended fluid as ordered. Also, there is a potential infection risk if the ring was exposed. Each time the crack is found, the fluids had to be stopped, new catheter primed and reconnected again leading to a delay in fluid administration and increased line accesses increasing risk for infection. Manufacturer response for 4" microbore bifurcated extension set, (brand not provided) (per site reporter). No response to date.